Event description:
The physician was at the patient's bedside doing a thoracentesis, when the first attempt was unsuccessful, the stop cock was malfunctioning. The catheter had to be removed to do the second thoracentesis procedure.